Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The chisel broke during surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the submitted sigma hp uni anterior chisel confirms the chisel blade is broken. The root cause is attributed to user technique. A search of the complaint database against product code 202485000 found additional reports of tip damage/breakage. Previous investigations of tip damage/breakage found evidence indicating the blade tip made contact with the cutting block fixation pins. The sigma partial knee unicondylar surgical technique, 0612-05-507 rev, 4 page 17, states " the chisel is required only in the track closest to the patella. For knees that do not achieve adequate fixation with the outbound pins, an additional pin can be placed proximally. Pin the hole farthest away from the patella and use the anterior chisel in the track closest to the pin (figure 30). Based on the determination of user technique as the root cause, the need for corrective action is not indicated. Monitor through (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.